Event description:
On (B)(6)/2009, pt reported that the adhesive of the infusion sets did not stick to his skin. Pt stated for a couple of months, he has found that the infusion sets were peeling away from his skin after one or two days of use. He reported the problem had been getting worse lately. Pt reported on (B)(6)/2009, he had to change his site 5 times, and he had already changed his site 3 times on (B)(6)/2009. Pt stated the problem has occurred across different boxes and lots of infusion sets. Verified that his infusion sets are stored in a cool, dry place away from direct sunlight. He states he sanitizes his sites before using an insertion device to insert the infusion set. Pt reported he has not pulled, dropped or stepped on the products prior to use and he deeps his home at a temperature that prevents perspiration. Advised pt about occlusive dressings. Explained the "sandwich method" of securing the infusion set to his skin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.